Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10670. It was reported the pt (united kingdom) was seen at the hospital for complaints of pain and sensations described as electric shocks every 90 seconds around the ipg site. The pain and shocking sensation occurred whether stimulation was turned on or off. The pt was discharged home, but stated she was experiencing stimulation at the ipg pocket. Follow up info revealed the pt continued to experience painful stimulation at the ipg pocket in addition to a tingling sensation in her head. Again, this occurred whether stimulation was turned on or off. Diagnostic testing revealed normal impedance values. It was reported that the intended stimulation could still be obtained. Stimulation was turned off and all programs deleted. Further follow up info identified the pt was readmitted to the hospital at which time it was recommended that the ipg be removed. Please note: device info for the lead/s (device 2) associated with this event has been requested; however, no further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.